Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had stain-looking black marks across the cable. The mpu did not appear to be new, so was not used.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of black marks on the patient cable was confirmed upon arrival of the returned mobile power unit (serial number: (B)(6). An esd cloth was dampened with isopropyl alcohol and the patient cable was thoroughly cleaned, removing the discoloration. The unit was then functionally tested and found to perform as intended. The serviced mpu was returned to the customer after passing all tests per procedure. The device history records were reviewed for the mobile power unit and showed no deviations from manufacturing or quality assurance specifications. The root cause of the observed discoloration could not be conclusively determined via this analysis. The heartmate 3 patient handbook section 3 cautions the user to store the mobile power unit patient cable in a manner that it will not get damaged, dirty, or wet. The heartmate 3 patient handbook section 6 explains how to properly care for and clean all equipment, including the mobile power unit and its patient cable. Heartmate 3 patient handbook section 10 provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The device history records indicated that the unit passed final inspection. This process includes a visual inspection step in which the patient cable is inspected for damages. No further information was provided. The manufacturer is closing the file on this event.